Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4)

Event description:
An optometrist reported a patient presented with extreme light sensitivity in both eyes one month post lasik. The patient noted trouble seeing the computer screen and phone causing watery eyes due to the light sensitivity. The topical steroid dosage was increased and a topical cortico steroid was prescribed. Additional information received states the patients symptoms resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.